Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient (70.9kg), born on (B)(6) 1959, underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. The patient suffered a cardiac perforation and pericardial effusion. After catheters were placed (2 quads, and ablation), the physician had difficulty cannulating the coronary sinus (cs) with the decanav catheter and so a vizigo sheath was inserted, and the cs was accessed. Intracardiac echo (ice) catheter was placed at this point. The physician was unable to reach the slow pathway region with the stsf catheter, so they removed the decanav from the vizigo sheath and used the sheath to place the stsf catheter in the region of slow pathway. The decanav was returned to the cs under fluoroscopy and ice guidance. The slow pathway was successfully ablated, pacing performed to confirm block. Catheters were pulled back under fluoroscopic guidance as to not disrupt the implanted device leads in place. Post-ablation a final sweep with the ice catheter was performed and an effusion was noticed. A pericardiocentesis was performed, removing 1400 cc of blood, 400 cc of which were returned to the patient. During this time the patient's blood pressure fluctuated but was stabilized by anesthesia. The patient was also intubated about the time of the effusion diagnosis. The bleeding could not be stopped during the pericardiocentesis, so the patient was in route to the operating room (or) for surgical intervention at the time of the call. The physician did not indicate which, if any, of the bwi products contributed to the patient event. They believed it was a right ventricular (rv) perforation. Additional information was received on 28-sep-2022, it was reported that a pericardiocentesis was performed after the perforation and then they were then taken to the or for heart surgery. Patient fully recovered. A perforation was found at the anterior rv so the rv quad was what went through. Patient stayed in the hospital for a few days and fully recovered. The patient has a history of a dual chamber pacemaker. Transseptal was not performed. Ablation was performed and there was no evidence of steam pop. The event occurred post ablation, after pulling catheters out doing a final ice sweep and found effusion. Irrigated catheter flow was at normal stsf settings. The correct catheter stsf settings were set on the generator and the pump switched normally during ablation. No error was found on biosense webster equipment. Force visualization features used were graph, dashboard, vector, visitags were all used during ablation with the visitag module parameters for stability set at 3/3/25% of 3 were used as settings with no additional filter was used. Color options fti was used. To note, rv fam and visualization could not be seen on carto. The physician utilized fluoroscopy to place rv catheter. The rv catheter was able to see signal and even pace. Capture and conduction were noticed to be challenging but patient was hemodynamically stable during electrophysiology study (eps). Ablation was performed. After all catheters were removed, anesthesia noted the hemodynamic change and the medical team performed their final ice sweep and found the effusion.

Manufacturer narrative:
Additional information was received on 21-oct-2022. It was reported that the rv quad was believed to be responsible for the event. On 02-nov-2022, further information was received regarding the rv quad. After the patient left CT surgery, the surgeon told the doctor that the perf was found in free wall rv. Based on this new information, the complaint has been reassessed and this event is no longer considered to be MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. However, it is now considered to be reportable under unk_webster 4 pole, with MFR # 2029046-2022-02871, initial report # mwr-19112022-0001302389. Since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA under MFR #2029046-2022-02512 as additional information is received regarding this event. The device evaluation was completed on 09-nov-2022. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number, 30818432l, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).